Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was seen on (B)(6) 2019 and on (B)(6) 2019. Clarifying the issue, the hcp reported there was a therapy issue. They stated that the cause of the issue was that the level of amplitude was not strong enough for the patient (device was not set at the correct level for the patient). As an action taken, a simple interrogation was performed to adjust the level of the amplitude. The amplitude was increased. The patient was set at program 1 and the amplitude was at 2.2. The issue was reported as resolved as the patient reported improvement upon increasing the level of amplitude. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient does not feel like their device is working right, and that they do not know if it is turned on. The patient reports not having symptoms. Patient services reviewed that a lack of symptoms implies that the device is working. Patient reported that stimulation is still on program 1 at 1.7v, and that their hcp instructed them to not change the settings until their follow-up appointment.